Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). The device was received for evaluation. During evaluation, the reported problem of 'unit is showing error 345' was reproduced. A review of the event history log (ehl) revealed system error 345 messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream thermistor is out of range. The ultrasonic sensor will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.